Event description:
It was reported that the customer's insulin pump was making a constant tone. At the time of reporting, the customer's blood glucose level was 300mg/dl. The customer's father removed the battery and, when he replaced it, the screen went black and then blank. After troubleshooting, it was determined that the problem could not be resolved and that the pump would have to be replaced. The customer was advised to revert to his backup plan until he received his new pump. No equipment is being returned. No additional information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump had a blank display due to an open driver on the mother board. No constant tone was noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a scratched reservoir tube window and a stained end cap sticker.